Manufacturer narrative:
(B)(6).

Event description:
It was reported that via remote transmission, non-sustained rv oversensing was observed. Review of strips revealed competitive atrial pacing in which atrial paced events occurred with ventricular events as pseudo fusion. Programming changes were made.